Manufacturer narrative:
Product complaint (B)(4). Additional information requested and received: what was the location of the hematoma? Location of hematoma - small bowel staple line near where gastric pouch meets small bowel. How were the post op issues identified? Post op issues identified - unknown. What anatomical structure was being stapled with the white reload that led to ischemic tissue? Stapled anatomical structure - ¿candy cane¿ of the small bowel that hangs off after connecting the small bowel to the new gastric pouch. Is a white reload usually used? Reload - a gst60w white reload is always used by this surgeon for this specific firing. What is the current patient status? Current patient status - patient was not re-operated on. Status unknown.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the location of the hematoma? How were the post op issues identified? What anatomical structure was being stapled with the white reload that led to ischemic tissue? Is a white reload usually used? What is the current patient status?

Event description:
It was reported that the doctor performed a laparoscopic gastric bypass on a patient using a plee60a stapler and white reload, no buttressing. Three to ten days, post op, the patient returned to the doctor, for an unknown reason. The doctor performed unknown tests and discovered post op bleeding, which had led to a hematoma, which cut off the blood supply to the small valve, resulting in ischemic tissue along the staple line and a leak along the staple line. The doctor indicated that a reoperation wasn't necessary and the patient has recovered fully.